Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information requested but not available: approximately how many times had the device been activated? Approximately how long into the surgical procedure was it identified that the tissue pad was detached? Does the surgeon routinely stop activation once the att tone is heard? Is the generator log available? Is a video available to be share with ethicon engineering and medical personnel? What is the current patient status?

Event description:
It was reported that during a laparoscopic ovarian cystectomy, the tissue pad was broken in two pieces inside the patient. But the doctor did not notice and continued activation. After a while, it was found that the tissue pad was detached from the device when the doctor heard unusual metal sound and checked the device. One of the broken pieces was retrieved from the patient but another one was not found. The surgery was shifted to an open surgery to find another broken piece and it was retrieved from the patient. When the video which was taken at the ope was checked by the doctor and the sales rep, it was found that the device was activated around 30 seconds continuously. The doctor commented that the problem was not the device but how to use and the patient¿s situation was serious. The patient was a (B)(6) female.

Manufacturer narrative:
(B)(4). Batch # p93a1l. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was analyzed, and it was determined that it was connected in more than one generator. The device is intended and labeled for single patient use. If the device is connected to multiple generators an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. No noise issues were noted at any time during the test. The device was disassembled to inspect the internal components and no anomalies were found. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.